Event description:
On (B)(6)2018 customer initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6)2018 , customer reported that due to a delivery issue involving the replacement product, he was unable to test and self-presented to a hospital and was administered 7 units of novolog insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided for the reported test strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs (device history review) for all freestyle strips within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and no anomalies or non-conformances that could lead to the complaint. A tripped trend was reviewed for the freestyle strips and reported complaint and no trends were identified that would indicate any product related issues. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2018 customer initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and self-presented to a hospital and was administered 7 units of novolog insulin. There was no report of death or permanent injury associated with this event.